Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly during an attempt at monitoring the pt it was reported that the device initially displayed a flatline for lead iii and blank for the other 2 leads. The battery was replaced for a low battery alarm, but the electrocardiogram display not change. A backup device was used to continue monitoring the pt. There were no reported adverse effects to the pt reported as a result of the alleged malfunction.